Event description:
It was reported via phone call, that the customer had blood glucose levels of 40mg/dl. The customer mentioned that they are a brittle diabetic. The customer also reported differences between their sensor glucose and blood glucose levels. Unable to troubleshoot. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.